Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (mi, death).

Event description:
Three lesions were treated during index procedure. The first lesion treated was the 1st diagonal branch. One endeavor rapid exchange (rx) drug eluting stent was successfully implanted. The second lesion treated was the 1st diagonal branch (separately). One endeavor (rx) stent was successfully implanted. The third lesion treated was the proximal rca. Two endeavor rx stents were successfully implanted overlapping. Patient suffered a sudden death approximately one month post index procedure. Autopsy report is not available. Investigator has indicated that cause of death was a cranial traumatism due to fall on the stairs <(>&<)> is not related to the study stent. Comment from (B)(6) reported death as cardiac death. Event was identified by the clinical events committee and deemed to be consistent with an arc defined mi. It was reported that an mi occurred 1 day post stent implant. Mi was categorized as a non q wave mi, in the territory of the target vessel. No further details are available. Ref MFR# 9612164-2011-01695, 9612164-2011-01696, 9612164-2011-01697, 9612164-2011-01698.